Event description:
Patient reported their teeth are not aligned. Their dentist informed them that some of their teeth are decaying and loose. Patient provided a letter of recommendation stating there is an anterior open bite and periodontal disease stage 2.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.